Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the "did not latch" mean the staples were malformed? Was the tissue that was stapled upon easily compressible? Were there any noises or issues observed during the firing process? What does the surgeon normally use for this type of case and tissue? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #ec3d60s, with lot/batch #a98r5r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pancreatectomy procedure, the surgeon fired on the second firing of the device; the staple line opened and did not latch. The green reload was used with staple-line reinforcement. The team oversewed the pancreas, and the patient remained stable. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/21/2026. D4 batch #a98r5r. Corrected data: d2a, d2b. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60s device was returned with no apparent damage and with no reload present. The device was tested for functionality and was test fired. It was identified the device was unable to articulate fully to the right and that the home position was out of range and therefore did not return to the straight position when the home button was pressed. The device was able to achieve full articulation to the left. Additionally, when the device was test fired the knife did not travel the full length of the cutline, but completed the firing cycle and returned the knife to the home position. The staple line form all staple, but the outer row distal most staples were malformed due to being only partially formed and the cut line was shorter than expected. This was caused by the sled not fully traveling the length of the reload and only partially pushing up the drivers to form the last staples, which was seen on the fired test reload. The device was CT scanned to look at the firing and articulation systems and was then disassembled. It was found that the pcba was not fully seated to the frame, allowing for a slip to occur between the gears and the position communication system. This would have affected firing distance as well as the articulation and home positions. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A review of the manufacturing data showed that the device was able to meet the full articulation range or greater in each direction using both sides articulation buttons, and center when the home buttons were pressed during in manufacturing. Additionally, the device passed in-line fire out test. A manufacturing record evaluation was performed for the finished device batch number a98r5r, and no non-conformances were identified.